Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
It was reported that the liner disassociated from the cup. The locking ring came off from the liner as well. Doi: unknown - dor: (B)(6) 2019 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Examination of the provided liner finds evidence that a proud bone screw may have contributed to the liner not seating properly.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned acetabular cup finds nothing outward to suggest a product problem. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.